Event description:
During surgery, the surgeon placed the u-lag screw into the pt bone. Afterwards, the surgeon tried to insert the u-blade using the inserter. However, the u-blade was not able to be inserted in lag screw groove. Therefore, the surgeon did not insert u-blade. The surgeon is requesting the risk analysis of not having inserted u-blade in u-lag screw.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.